Event description:
It was reported that the patient presented remotely. Upon review, the lead exhibited undersensing. No intervention was made. The patient was stable.

Manufacturer narrative:
Further information requested but was not received.